Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture and isolated simple cyst" (not device related). This record is for the left side. Device remains implanted.

Event description:
Patient reported "rupture and isolated simple cyst (not device related)". Later healthcare professional reported "intracapsular rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, b6, g2.